Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer felt resistance while filling the cartridge with insulin. Another cartridge was used and the cartridge filling step was completed. Blood glucose was 200 mg/dl.